Manufacturer narrative:
No product will be returned. No investigation was performed.

Event description:
The customer reported that secondary chemotherapy infusion flowed into primary set drip chamber during patient use. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.